Event description:
A baxter service technician reported an infusion pump with a failure code. Although attempts were made by baxter's technical support to obtain additional information from the reporting facility, details were not available regarding when the failure occurred, patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.